Event description:
The user facility reportedly identified frayed cables at the distal end of the large suturecut needle driver instrument after it was cleaned and sterilized. Nothing reportedly fell into a patient. The instrument reportedly was not used on a patient after the reported issue was identified and there was no allegation of harm or injury to a patient.

Manufacturer narrative:
Intuitive surgical, inc. Received the instrument involved with the complaint. Engineering confirmed there was a broken grip close cable at the distal idlers. The idler pulley spun freely and did not exhibit any damage. The cable segment was sticking out at wrist. No other damage found. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.